Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient felt pain, redness at the infusion site (leg) and increased blood glucose levels of 21 mmol/l (378 mg/dl). The patient called the doctor and was diagnosed with an infection. As treatment, the patient was prescribed an antibiotic.